Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had needle broken. The customer¿s blood glucose was 158 mg/dl at the time of the incident. Customer reported that needle snapped from sensor. Customer was not reporting that the sensor or introducer needle fractured while in the body. The sensor will be returned for analysis.